Manufacturer narrative:
A medtronic representative, following-up at the site, arrived during the case, and reported that the cranial frame was flush with the vertek arm. The vertek arm was tightened all the way. The patient had not moved in the pins. Accuracy was in the anterior posterior (ap) direction. Probe showed 1cm superficial. A medtronic representative performed a navigation system check-out and it was accurate. System performed as intended.

Event description:
A site representative, videographer/equipment technician, reported that, while in a cranial procedure, a pointmerge registration was performed and was initially deemed to be accurate, however, after going sterile, the surgeon alleged a 1cm inaccuracy. It was noted that when touching the patient nose, the system showed being 'out in space'. The surgeon noted the inaccuracy and opted to continue the procedure to completion with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A picture of the registration was analyzed. It was found that the user only matched 5 of the 10 pointmerge points. One was excluded. All four points that were matched/marginal were on top of the head resulting in a small sphere of accuracy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.